Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The article reported unspecified opti-free product with the exact brand name unknown. Therefore, opti-free replenish was chosen to be the product reported. Article citation: alice y. Matoba, md, jeff r. Peterson, md, kirk r. Wilhelmus, md, phd (american academy of ophthalmology, volume 123, number 3, march 2016), "dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative" (B)(4).

Event description:
As reported via a literature article, a (B)(6) female using disinfecting contact lens solution, presented with dendritiform keratopathy bilaterally. The purpose of the article was to describe patients who presented with dendritiform keratopathy associated with exposure to polyquaternium-1, a common preservative found in contact lens solutions and tear replacement products. The patient was on a daily wearing schedule. Duration of exposure to the solution was unknown. The total time to resolution was 3 weeks. The photograph included with the article indicated this patient's cornea showed central opacities.

Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).